Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken screw. During a post lumbar revision surgery; as the doctor was inserting screw, the screw head came disconnected from shank. The doctor attempted insertion of screw multiple times, then tried with a 5.5 tap, before getting purchase with screw. It was when he was going to remove the screw driver, that he realized the screw head had come off. It was confirmed that the revision was part of treatment and the spinelink product was being removed due to fusion being complete. The doctor was inserting polaris to extent the fusion already present.

Manufacturer narrative:
The returned screw was examined. The tulip was found disassembled form the shaft and the subcomponents were worn and damaged. The complaint is confirmed. The cause is attributed to inadequate bone tapping in combination with patient's hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including screw hole preparation and screw installation.